Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The tip of the guide pin fractured while positioning it within the antegrade femoral jig and guide wire sleeve. The fractured segment was retained in the patient's body.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed the instrument fractured near the threaded region. Dimensions taken are noted to be within specifications. Sem analysis of the threaded pin showed that it fractured due to tensile overload. Fracture surface showed normal ductile overload dimples throughout indicating the tensile stress conditions causing a fracture. Eds semi-quantitative elemental analysis of the threaded pin showed that it is consistent 22-13-5 stainless steel. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.